Event description:
As reported, after a microbiological routine control test on the subject medical device as required by (B)(4) regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus (B)(4);(B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device tested positive (all channels) with klebsiella oxytoca and stenotrophomonas at 100 cfu . The olympus (B)(4) subsidiary for hmi (hygiene microbiological investigation) results has not yet been received. Below are information on customers cds checklist: cds: paa_cds machine soluscope 4, manual/brush: albyn medical an1865023, soluscope cln -the detergent used for cleaning, soluscope paa - the disinfectant used for disinfection. Scope storckage: horizontal. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to report source to add the foreign country (B)(6). This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was separated, the ultrasonic connector was damaged, and there was conduction failure of scope exterior (between distal end and connector). However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.